Event description:
It was reported that the patient experienced back and scapular pain, two days after the system implant. The patient presented in the emergency room on (B)(6) 2017 after experiencing weakness, shortness of breath, back pain, nausea and dizziness. The patient was noted to be hypotensive. Upon echocardiography and CT scan, it was observed that the patient had moderate-to-large pericardial effusion with right atrial and ventricular collapse. It was noted that the patient required emergency draining. The patient was treated with medication and felt mildly diaphoretic, but otherwise felt significantly better. The patient had a surgical evaluation for pericardial window on (B)(6) 2017. The patient was discharged on (B)(6) 2017.